Manufacturer narrative:
(B)(4). Only event year known: 2022 exact implant date is unknown. Assumed first day of the month the device was implanted. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to productcomplaint1@its.jnj.com what is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient who underwent an egd with dilation in (B)(6) 2022 and the device was intact. Patient was still feeling food sticking and so another dilation was planned for (B)(6) 2022 where the device was found to be disrupted. Patient is a transfer patient from pennsylvania. Device was implanted in (B)(6) 2017. Explant is currently being scheduled.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Additional information received: the patient confirmed her device was explanted on 1/6.

Manufacturer narrative:
(B)(4); date sent: 12/29/2022. A manufacturing record evaluation was performed for the finished device lot 15123, and no non-conformances were identified. Additional information received: the device was implanted (B)(6) 17 and the lot number is 15123. The patient reported the linx has been effective in resolving the gerd symptoms; however, she has experienced food getting stuck and has had a total of six dilations. Four were performed by dr. (B)(6) on (B)(6) 2018, (B)(6) 2019 and (B)(6) 2020 and two were performed by dr. (B)(6) on (B)(6) 2021 and (B)(6) 2022. Another dilation was planned by dr. (B)(6) for (B)(6) 2022; however, an egd revealed the device to be disrupted. During the last dilation by dr. (B)(6) he only dilated to 18. The device will be explanted on (B)(6) 2023. The patient reported that dr. (B)(6) is planning to explant the device and allow healing before deciding whether to replace with a new device or other long term treatment.

Manufacturer narrative:
(B)(4). Date sent; 7/18/20203. Investigation summary: a linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured and was greater than the specification. The male bead case was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.